Event description:
It was reported that the device had long charge time and the elective replacement indicator (eri) was tripping due to battery voltage and charge time. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. There was a long charge time, not eri (tachy). There were patient alerts for long charge time >30 and charge circuit timeout on (B)(6) 2010. The battery voltage weekly measurement log shows min b(v) drops abruptly from 3.04 to 2.90 volts minimum between (B)(6) 2010, then returns to 3.04 volts on (B)(6) 2010. There was undefined impedance/resistance. The weekly log data shows impedances min and max v.pace = 0, min and max hvb, min and max svc show missing measurement data between (B)(6) 2010. Analysis of device (B)(4) found ic - gate oxide/cap oxide current leakage. The long charge times were confirmed and found to be due to a fault in an output transistor on the l357 defib level shifter ic (u9). The fault resulted in excessive current drain and resulted in a bleed-off of the csp voltage during charging.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.